Event description:
It was reported that during the use of the device for a non-clinical activity, the perfusion system ran out of a battery back-up power when it was unplugged and moved. This occurred when the system was being moved form the operating room (o/r) to a storage space. There was no patient involvement.

Manufacturer narrative:
This complaint is related to MDR 1828100-2013-01054. The reported complaint was duplicated as neither battery would accept a charge. Both batteries have failed prematurely, cause undetermined by the evaluation. If additional information becomes available on this complain that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.